Event description:
It was later reported that the cause of the boil/infection was determined as graded lead. The symptoms reported were resolved and the implantable device was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wb6p, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported lead infection. Patient had boil or infection at the site where the lead was inserted. She was in the middle of a stage 1 procedure. The lead was explanted completely. The doctor scheduled it to be removed and have a new lead and battery to be placed on the opposite side. Lead was removed and has had the patient on antibiotics. The issue was not resolved at the time of the report. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.